Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The date of manufacture was reported as unknown in the initial medwatch, the date of manufacture is oct 22, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was reported as unknown in the initial medwatch. The lot number has been updated to u152258. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device suffered some sort of impact which caused the tip to break. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to use of excessive force which is also classified as improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number and address were not provided. The serial number was unknown. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a diaphyseal fracture of the humerus, it was observed that the tip of the cutter device broke and dropped into the patient while the surgeon tried to lock the proximal screw after distal locking. According to the report, the cutter device stopped working after penetrating the proximal cortical bone of the patient¿s humerus using the radiolucent drive device. It was further determined that the fragment was left in the patient due to difficulty retrieving it; however, the surgeon continued with the surgical procedure. As a result, there was a ten minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was no information on whether a revision surgery was scheduled to remove the fragment. It was not reported if any medical intervention was required or if x-rays were required to locate the fragment. It was not reported if the surgery was completed successfully. The patients post-operative condition was not available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.